Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer error and cannot calibrate transducer. At this time there was no information of patient involvement associated from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has transducer error and cannot calibrate transducer. At this time there was no information of patient involvement associated from this event.

Manufacturer narrative:
Result of investigation: the reported complaint was unable to be duplicated. Likely cause of failure would be "xdcr fault" from main pcb, which was unable to be verified due to physical damage. Turbine assembly was found to be functioning as intended. The reported complaint was unable to be verified or reproduced due to physical damage on pcb caused by end user. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.